Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45). The landing zone measurements were at 0 degrees: 28.5mm, 45 degrees: 22.3mm, 90 degrees: 18mm, 135 degrees: 19.7mm. The left atrial pressure at time of procedure was below 12mmhg and 500ml of fluid was given. The amulet was successfully implanted. There was no leak around the device and device compression was in football shape. All close stability signs were satisfied. They decide to reverse the activated clotting level with protamine, but there was a tiny filamentous thrombus was noted over the disc closer to he touch went of the screw. Hence the protamine was not administered and decided to take further measurements. While taking the measurements, it was noted that the disc was slowly started dislodging into left atrium and stationed over the mitral valve. They decided to remove the device. An attempt was made to remove the device, but the device got dislodged. The amulet was successfully recovered from the patient through septum. The patient remained in stable condition throughout the procedure. The patient remained in the hospital overnight. Post transthoracic echocardiogram (tte) confirmed no left atrial appendage thrombus, regurgitation and no mitral stenosis. The patient is still recovering but has been discharged from the hospital.

Manufacturer narrative:
An event of device embolization and patient device incompatibility (thrombus) was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization and patient device incompatibility (thrombus) could not be determined. An unexpected medical intervention was a result of case specific circumstances, as the device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The amulet was successfully implanted. After the initial tug test, it was noted that the patient felt there was a possible embolus. An attempt was made to remove the device, but the device got dislodged. The amulet was successfully recovered from the patient through septum. The patient remained in stable condition throughout the procedure. The patient remained in the hospital overnight and transthoracic echocardiogram (tte) will be performed the following morning to determine any septal defects.